Manufacturer narrative:
The device was returned for analysis. This investigation will be updated upon product testing closure.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and sepsis. Surgical intervention and intravenous antibiotics were needed to resolve the issue.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and sepsis. Surgical intervention and intravenous antibiotics were needed to resolve the issue.